Event description:
Procedure performed: prostato-cystectomie bricker. Event description: when the surgeon activate the blade during the fusion cycle. The voyant stop the fusion cycle and stay blocked with the jaw closed. The tissues was very tough (says the surgeons). When they dissect the posterieur of the prostate, on the "ailerons", the surgeon activate the energie and before the end of the cycle he activate the blade. In the same time, he had the hand handle (cliped so ready to be open). The fusion cycle stopped and the jaw of the voyant were stucked closed with the blade inside. He tried to re open it later by pushing the handle strongly and tried to activate the blade in the same time. And the jaws finally re opened. But he decide to not use it anymore (for this day). Additional information received from the field team member via email on 27sept23: there was no tissue damage when removing the device. There was tissue bleeding. This is the second time this event occurs in in this hospital, the first time we didn¿t make a cer. The surgeons succeeded to unblock it the first time). The device was in use for 1 hour before the event was observed. Additional information received from field team member via email on 29sept23: the issue was observed twice in the same procedure. They were able to open the jaws. Additional information received from field team member via teams call on 29sept23: the doctor did not perceive this as an issue and no patient harm occurred as a result of this event. Additional information received from field team member via email on 02oct23: the blade was deployed while they tried to open the jaws. Intervention: surgeon succeeded to re-open the jaws and continued to use the device. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: prostato-cystectomie bricker. Event description: when the surgeon activate the blade during the fusion cycle. The voyant stop the fusion cycle and stay blocked with the jaw closed. The tissues was very tough (says the surgeons). When they dissect the posterieur of the prostate, on the "ailerons", the surgeon activate the energie and before the end of the cycle he activate the blade. In the same time, he had the hand handle (cliped so ready to be open). The fusion cycle stopped and the jaw of the voyant were stucked closed with the blade inside. He tried to re open it later by pushing the handle strongly and tried to activate the blade in the same time. And the jaws finally re opened. But he decide to not use it anymore (for this day). Additional information received from the field team member via email on 27sept23: there was no tissue damage when removing the device. There was tissue bleeding. This is the second time this event occurs in in this hospital, the first time we didn¿t make a cer. The surgeons succeeded to unblock it the first time). The device was in use for 1 hour before the event was observed. Additional information received from field team member via email on 29sept23: the issue was observed twice in the same procedure. They were able to open the jaws. Additional information received from field team member via teams call on 29sept23: the doctor did not perceive this as an issue and no patient harm occurred as a result of this event. Additional information received from field team member via email on 02oct23: the blade was deployed while they tried to open the jaws. Intervention: surgeon succeeded to re-open the jaws and continued to use the device. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.